Manufacturer narrative:
Code c21 - results pending completion of manufacturing evaluation. Code b18-the device was discarded at the treating facility and was therefore not available for analysis. Since it is unknown which device is directly implicated in this complaint, dsf2033 serial number #(B)(4) / UDI# (B)(4) will be included on this report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent a planned endovascular treatment of a thoracic aortic aorta using a non-gore device (valiant). A gore® dryseal flex introducer sheath was inserted from the left femoral artery. The access vessel was narrow and severe calcificated. The gore® dryseal flex introducer sheath was advanced, but the non-gore stent graft was not able to be advanced. Therefore, a gore® tag® conformable thoracic stent grafts with active control system was used as replacement. When the first gore® tag® conformable thoracic stent graft with active control system (tgmr313115j) was implanted, it moved distally several mm. Second gore® tag® conformable thoracic stent graft with active control system was implanted proximally. There were no reported endoleaks. When the sheath was removed, the access vessel rupture was revealed. However, the location of the exact rupture site was unknown. A gore® excluder® aaa endoprosthesis (contralateral leg endoprosthesis) was implanted from the common iliac artery to the external iliac artery. Second gore® excluder® aaa endoprosthesis (iliac extender endoprosthesis) was implanted proximally. The physician decided to monitor it. The patient tolerated the procedure. The physician stated that the access vessel condition was not well because the narrowest part of the vessel diameter was about 5mm and there was calcification and a bit larger part of the vessel diameter was about 7mm. He thinks it was not sure which device, the sheath or the non-gore device was involved with the access vessel rupture, but it might have been caused when the sheath was advanced. Reportedly, two 20fr sheaths were inserted from the left side, and it is unknown which sheath was involved with the access vessel rupture. First inserted 20fr sheath (it is unknown which serial is first one) was kinked when the sheath was advanced aggressively several times to advance the non-gore device (valiant).

Manufacturer narrative:
Added g3/g4, h1/h2 and h6. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ h6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. Since it is unknown which device is directly implicated in this complaint, (B)(4) serial number (B)(6) / (B)(4). Will be included on this report. W.